Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.